Event description:
On (B)(6) 2013, it was reported to animas that the ok keypad button was intermittently unresponsive. The reporter stated there was no damage to the keypad and there was no evidence of moisture or trauma to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: the pump was returned with a torn keypad, on top of the ok button. The contrast, up and down buttons responded to testing. The ok button was intermittently unresponsive to testing. The keypad was removed to investigate and contamination was observed under the contrast, ok, down and up button contacts. The ok button contact was observed to be inverted. Unrelated to the initial complaint, the display screen was dim with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.